Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker, right atrial (ra) and right ventricular (rv) lead experienced a syncopal episode (passed out) and underwent a lead revision procedure. Attempts to obtain additional information were made, however, were unsuccessful. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.